Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to noise and high, out-of-range shock impedance measurements of greater than 125 ohms. During the lead revision, the insulation on the left ventricular (lv) lead was inadvertently damaged, so that lead was also replaced. Finally, the cardiac resynchronization therapy defibrillator (crt-d) was also replaced after nine years of implant time. There were no allegations against the lv lead or crt-d. No additional adverse patient effects were reported outside of the surgical procedure required to replace the lead. The explanted lead was expected to be returned for analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. Upon receipt at our post market quality assurance laboratory, two segments of the lead were returned, including the terminal section measuring 11.8 cm and the middle section that included the proximal shocking coil. The lead tip section including the distal shocking coil was not returned. The high voltage (hv) cables conductor resistance measured as an electrical open. However, it was observed that both hv cables were pulled apart/severed, and this likely during explant. Therefore, due to the condition of the returned lead segments, laboratory analysis was not able to confirm the reported clinical observations of noise and high, out-of-range shock impedance measurements.

Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to noise and high, out-of-range shock impedance measurements of greater than 125 ohms. During the lead revision, the insulation on the left ventricular (lv) lead was inadvertently damaged, so that lead was also replaced. Finally, the cardiac resynchronization therapy defibrillator (crt-d) was also replaced after nine years of implant time. There were no allegations against the lv lead or crt-d. No additional adverse patient effects were reported outside of the surgical procedure required to replace the lead. The explanted lead was expected to be returned for analysis.